Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), batch: ab2270.".

Event description:
It was reported that the patient's lead had migrated, which was confirmed by imaging. As a result, the patient lost therapy. Surgical intervention took place and during the procedure a fracture was observed. The lead was explanted to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.